Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. A lead revision procedure was attempted, however, the patient experienced a superior vena cava tear resulting in arrhythmia and a pericardial effusion. Pericardiocentesis and a thoracotomy were performed in attempt to resolve the event. At this time, pulseless electrical activity was observed, and the patient unfortunately passed away. Additional information was requested, but not received.